Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a low battery and was unable to read this ICD prior to reaching out the healthcare professional by a consult. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.